Event description:
On (B)(6) 2011, baxter technical services received an assistance call from the home patient(hp) who stated that she was using medication in the dialysis bag, because she had an infection.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883504 and gd881565 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.

Manufacturer narrative:
(B)(4). The following additional information was received on (B)(4) 2011. The patient was diagnosed with peritonitis on (B)(4) 2011 and was treated with vancomycin and ancef 1.5 grams until final cultures. The patient was then treated with cipro for seven days. There was no exit site or tunnel infections associated with the peritonitis. The cause of the peritonitis was unknown. The patient has recovered.